Event description:
It was reported that the patient went to the emergency room (ER) on 2013 (B)(6) due to loss of sensation in their lower extremities. The reporter noted it was confirmed via magnetic resonance imaging (MRI) that there was an inflammatory mass. The medication in the pump was unknown at that time. It was later reported that the drug in the pump was morphine 15mg/ml, and clonidine 200mcg/ml. It was noted that the patient had transferred from another physician, and had previously had a higher concentration, but the specifics were not known. The daily dose was 7mg/day of morphine, and was cut to 3.5 mg/day by the surgeon due to the extent of the granuloma. It was noted that the granuloma measured 5 cm in length, encasing 3 cm of the tip of the catheter and 2 cm past the tip of the catheter. The tip of catheter was cut off to get the granuloma out. The catheter and pump remained implanted. There were no symptoms of drug withdrawal noted, but the patient was still having some neurological symptoms after the surgery per the hcp. It was noted that a specimen was sent to the hospital pathology; therefore, was retained by the facility and would not be released for return for analysis.

Manufacturer narrative:
Product ID 8578, serial# (B)(4), implanted: 2012 (B)(6); product type accessory product ID 8709, serial# (B)(4), implanted: 2005 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2005 (B)(6); product type catheter. (B)(4).